Event description:
A registered nurse reported that a defect in the intraocular lens (iol) was observed after it had been implanted. The lens was removed during the procedure. Additional information was received. The lens was removed and replaced with another company lens in an initial procedure. No injury was caused to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and a broken haptic was observed. The device was returned in the blister tray in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside the nozzle tip. Broken haptic observed in the tip of the nozzle between the plunger and the nozzle wall. Haptic tip is facing lens bay. The nozzle tip has a large aneurysm, deep stress marks and the tip of the nozzle split. We are unable to determine the root cause for the reported complaint "defect in lens noticed after it had been implanted (in and out)". Broken haptic was observed in the tip of the nozzle between the plunger and the nozzle wall. Damage was also observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the nozzle lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement . This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).